Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The root cause was isolated to the single board computer. The device has been scrapped due to the part being obsolete and the customer has received a replacement.

Event description:
The customer contacted stryker to report that their device was not completing boot up process. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.